Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked around the tissue but on trying to open the handle, the clip would not release from the catheter to deploy. Reportedly, the scope was straightened out, the handle was jiggled and eventually cut the handle off of the catheter. However, the clip continued to be stuck on the catheter and after about five minutes, the clip finally released. The procedure was completed with another resolution clip device. Additionally, it was also noted that the sheath was attempted to be completely removed prior to the procedure which is outside the instructions for use. There were no patient complications reported a a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device while the yoke was inside the bushing but separated from the control wire. It was also noted that the oversheath was returned with the device. The catheter was kinked in two points approximately at 89cm and 124cm from the distal end of the bushing. It was possible to observe that the handle was separated from the device due to the coil was returned cut. The observed failures could be evidence of difficulty experienced when attempting to release the clip from the catheter. Microscope examination was peformed on the bushing, and no other discernible failures were observed. Dimensional examination was performed on the outside diameter of the bushing, and it was confirmed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked around the tissue but on trying to open the handle, the clip would not release from the catheter to deploy. Reportedly, the scope was straightened out, the handle was jiggled and eventually cut the handle off of the catheter. However, the clip continued to be stuck on the catheter and after about five minutes, the clip finally released. The procedure was completed with another resolution clip device. Additionally, it was also noted that the sheath was attempted to be completely removed prior to the procedure which is outside the instructions for use. There were no patient complications reported a result of this event.